Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed the customer issue "ground pad receptacle pulls out/while pulling the grounding pad connector out of the erbe, the module that it plugs into also pull out with the cable". Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. The log showed errors mb0, c84 and m0b. Iesu will be returned to the original equipment manufacturer. Probable root cause is attributed to defective generator.

Event description:
It was reported that the da vinci robotics coordinator contacted the technical service engineer (tse) for phone assistance regarding the grounding pad receptacle module on the erbe had been intermittently pulling out when the grounding pad cable was disconnected, although it could be pushed back in and remained functional. There was no report of patient involvement or patient injury.